Event description:
The manufacturer received information alleging a failure of a ventilator's settings to be adjusted. There was no patient harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The ventilator's software was reloaded to address the issue.